Event description:
A report was received that the patient was experiencing difficulty walking which was not due to stimulator. The physician believed that the patient was still having some surgical pain which affected her walking.

Manufacturer narrative:
Additional information was received that the patient's issue with her walking was a normal procedural pain.

Event description:
A report was received that the patient was experiencing difficulty walking which was not due to stimulator. The physician believed that the patient was still having some surgical pain which affected her walking.